Manufacturer narrative:
(B)(4). Date sent: 12/09/2022. DHR (device history review) completed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was no formation of staples in the anastomosis with the staplers. The first cut the fabrics but did not hold the staples (the staples did not bend). Consequently, the bowel was left open, and we treated it with the second stapler and the same problem occurred. There was no delay to the surgery or fragments generated. The procedure was successfully completed with no patient consequences. Procedure: sigmoid colon resection